Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.00/+1.0/x084 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to elevated intraocular pressure (iop) (13mmhg), which caused the iris to prolapse (posterior synechiae) through the wound. Post-op, the patient still has elevated iop and posterior synechiae. It is unknown if another icl lens will be implanted. The reporter indicated the surgeon felt the measurements may have been incorrect.